Manufacturer narrative:
It was reported that the table allegedly locks down and the account was still able to rest against table and it would move. The biomed also reported that the operon (B)(4) foot pads are missing and the table moves. The floor lock cylinders were replaced and the table was returned to the customer. There was no patient involvement and no adverse event reported to have occurred.

Event description:
It was reported that the table allegedly locks down and the account was still able to rest against table and it would move. There was no patient involvement and no adverse event reported to have occurred.